Event description:
It was reported that the system 9400 would not initialize. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A service call had been scheduled in order for a ge service representative to evaluate the system. The representative called the owner of record and was told that the system 9400 was no longer at the site and that they were having problems with their systems. The service call was postponed/cancelled. An additional report will be generated and submitted if further information becomes available.